Event description:
It was reported that during a procedure to treat a calcified, stenosed lesion in the iliac artery, a 6.0x19 mm omnilink elite stent system was advanced without resistance and inflated; however, the balloon failed to inflate. A leak was suspected. The stent system was simply withdrawn from the patient anatomy and a new same sized omnilink stent system was advanced and the stent was implanted without issue. An 8.0x20 mm armada 35 percutaneous transluminal (pta) catheter was advanced without resistance for post-dilatation as standard procedure and the balloon failed to inflate. A leak was suspected. The armada 35 pta catheter was simply withdrawn from the patient anatomy and a new same sized armada 35 pta catheter was successfully used for post-diltation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The first omnilink elite device referenced is being filed under a separate medwatch report. The device used in the procedure was not returned, so the leak was unable to be confirmed. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.